Event description:
It was reported that the pump stopped receiving glucose data after it was inadvertently configured to pair with a different cgm type; the user was using a freestyle libre 3 plus while the pump was set to a dexcom sensor, and support guided the user to switch back to the correct configuration and re-pair the sensor, restoring readings, consistent with an incorrect procedure and not attributable to any specific device component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communication and interviews, along with analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions rather than a component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.